Manufacturer narrative:
Manufacturer's investigation conclusion: patient initials were requested, no response received. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported respiratory failure could not conclusively be determined through this evaluation. The account reported that the patient required respiratory support six days after implantation. The patient was treated with dialysis, intubation, inotropes, and inhaled nitric oxide. The patient remains ongoing with heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Entitled ¿introduction¿ lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 lvas. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient still needed respiratory support six days after implant. The patient continued to be intubated. They were treated with dialysis, inotropes and nitric oxide.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.